Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's battery was overdischarged because they went too long without charging. Patient reported they met with their health care provider and a power mode reset (pmr) was attempted but not successful. Patient hasn't needed to use it since so left it as is but now is needing a MRI for their shoulder and needs to get it removed. Patient requested for health care physician listings. No medical or patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.